Event description:
It was reported that the pump housing was damaged resulting in the cartridge being unable to be placed into the pump. The customer's blood glucose was 202 mg/dl. The pump was out of warranty so the patient started the renewals process to get a new pump. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.